Event description:
The ICD involved in this MDR was implanted on (B)(6) 2009. Upon a follow-up performed on (B)(6) 2010, the physician observed: - atrial capture failure - absence of atrial impedance measurements since (B)(6) 2009 - suspicion of a/v crosstalk (ventricular events sensed in the atrial channel) - one ventricular noise sensing episode which led to a long pause (the pt fainted) - suspicion of external emi (50hz noise).

Manufacturer narrative:
(B)(4): this event concerns a device that was mfg and used outside the united states. Analysis is pending.